Manufacturer narrative:
Evaluation summary: customer reported two cases of glaucoma filtration devices being removed and trabeculectomies were performed. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported two cases of glaucoma filtration devices (gfd's) being removed and trabeculectomies were performed. No other information provided.